Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that the spaceoar vue was implanted during spaceoar vue placement procedure on (B)(6) 2022. Fiducials were administered transperineally and the procedure was done under local sedation. A possible rectal wall infiltration occurred. Magnetic resonance imaging (MRI) will be performed to confirm placement. There were no patient complications reported as a result of this event. The patient's radiation therapy was delayed.

Event description:
It was reported to boston scientific corporation that the spaceoar vue was implanted during spaceoar vue placement procedure on (B)(6) 2022. Fiducials were administered transperineally and the procedure was done under local sedation. A possible rectal wall infiltration occurred. Magnetic resonance imaging (MRI) will be performed to confirm placement. There were no patient complications reported as a result of this event. The patient's radiation therapy was delayed. Additional information received on august 8, 2022. On august 08, 2022 imaging was reviewed. The needle appeared initially to be in the correct space but when the hydrodissection began, the water was not dissipating normally and it appeared that there may have been saline in the rectal muscularis. The needle was repositioned and after some more hydrodissection the spaceoar was placed. The hydrogel did not appear entirely normal. The patient underwent magnetic resonance imaging (MRI) a month after the placement. The images showed a rectal wall edema without definite evidence of infiltration into the rectum. There is mass effect on the rectum. However, upon review on august 08, 2022 most of the gel is in the rectum. The axial t2 image shows the hydrogel conforms to the shape of the rectum and is bound superiorly by the rectum. The sagittal image shows there is a part of the rectal wall that appears to be dissected. The patient is reported to be asymptomatic. The patient will be under observation and will wait for the gel to be dissolved for about six to twelve months. The physician will monitor the patient prostate-specific antigen (psa). Antigen deprivation therapy (adt) will be started if the prostate-specific antigen (psa) rises above 10.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. H10: block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h2: blocks b5 and b7 have been updated with the additional information received on august 8, 2022. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.